Event description:
It was reported that catheter was fractured. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was selected for use. The catheter was fractured outside the patient body. The catheter was completely removed by simply pulling out. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer; there was no damage observed on the distal tip or guidewire exit port assembly. No detachment were observed along the device. There was no damage observed on the distal tip or guidewire exit port assembly.

Event description:
It was reported that catheter was fractured. The target lesion was located in the left anterior descending artery. An opticross imaging catheter was selected for use. The catheter was fractured outside the patient body. The catheter was completely removed by simply pulling out. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.